Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004431, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004431". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004431 was manufactured according to the work instruction (wi) version 70 and manufactured in the line 09 on 14-dec-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was sick and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia which results into scar tissue issue. The blood glucose level was 450 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The health care professional identified that kidney levels were also high. The infusion set was in use for 12 hours. The patient was released from the hospital on (B)(6) 2025. No further information available.